Event description:
No additional information provided. Materail #: 10015861a, batch #: unknown. It was reported by customer that they had a safety event reported for bd item # (B)(4) (bd alaris pump infusion set). Let¿s identify this as bd 249, as a reference number. The tubing has been discarded. Based on the information provided below, could you start a product quality report? Bd 249: reported date: 8/31/2023; event date: 8/31/2023; item number: (B)(4); lot number: not provided; item retained in defect depot?: no; picture: no; patient harm: none; area: g8 (alkek) event details: ¿tubing had small hole.¿ verbatim: good morning. On 8/31/2023, we had a safety event reported for bd item # (B)(4) (bd alaris pump infusion set). Let¿s identify this as bd 249, as a reference number. The tubing has been discarded. Based on the information provided below, could you start a product quality report? Bd 249: reported date: 8/31/2023; event date: 8/31/2023; item number: 1b)(4); lot number: not provided; item retained in defect depot?: no; picture: no; patient harm: none; area: g8 (alkek) event details: ¿tubing had small hole.¿

Manufacturer narrative:
(B)(6) follow up for MDR submission for device evaluation. No product or photo was returned by the customer. The customer complaint of tubing defective / damaged could not be verified due to the product not being returned for failure investigation. The lot number was not available and therefore it is not possible to perform a device history review. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement. H3 other text : see h10.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite low sorbing infusion set was damaged. The following information was received by the initial reporter with the verbatim: event details: ¿tubing had small hole.¿